Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the ventricular lead was unable to obtain acceptable sensing, impedance, or capture parameters. The lead was not implanted and a new lead was successfully placed. The patient was stable post procedure.